Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. During examination, it was discovered that the atrial lead was oversensing noise. On (B)(6) 2021, the lead was capped and replaced successfully. The patient was in stable condition before, during and after the procedure.